Event description:
The pump motor was confirmed to be stalled. A pump replacement was recommended. No pt symptoms were reported. The type of medication, concentration, and daily does being administered via the pump was not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.